Event description:
The customer reported suspected positive bi's randomly. The customer did not have any information in regards to the positives. Upon follow-up, the customer declined to share any information regarding the suspected positive bi's.